Event description:
Related manufacturer reference number: 2017865-2020-19350 it was reported that premature battery depletion was suspected on the device. The device was pending explant. The patient was stable. New information received noted that there was also noise on the atrial lead from a 4 nov 2020 interrogation.

Event description:
Related manufacturer reference number: 2017865-2020-17311, 2017865-2020-19350, 2017865-2020-21761. New information received noted that noise over-sensing on the right ventricular lead also caused high ventricular rate notifications. No intervention was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that premature battery depletion was suspected on the device. The device was pending explant. The patient was stable.

Manufacturer narrative:
Correction - section b5 - the sentence "the device was pending explant. " should have been "the device was explanted" . B5 should read "it was reported that premature battery depletion was suspected on the device. The device was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.